Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally turned on an incorrect personal profile causing pump boluses to be calculated incorrectly. Customer did not deliver the boluses. Tandem technical support guided the customer through adjusting the pump settings. There was no reported impact to customer's blood glucose level. Customer stated they had not tested their blood glucose level.